Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when the tubing was clamped distal to the pump. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).